Event description:
It is reported that the device was implanted in 1998, and revised post-op in 2006, due to osteolysis forming around medial screw tips.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned for evaluation. Device history records are intact, conforming and indicate manufacture to specification.